Event description:
Customer reported there is air bubbles in her tubing. She also stated her insulin pump does not alarm when there is a no delivery. Customer was driving at the time, so she could not do troubleshooting. She was advised to call back later for troubleshooting. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.